Manufacturer narrative:
(B)(4). The customer stated that the device is unavailable for evaluation. In the event the device is becomes available for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the blender is not alarming when one of the input gas sources is disconnected. There was no patient involvement at the time of this incident.